Event description:
Customer reported that during a code situation on the telemetry floor, a nurse attempted to use an ims pre-filled syringe, without a cs-25 adapter, to inject atropine into the clave connector on the pt's IV. The nurse was unable to inject the atropine; she was unaware that the ims pre-filled syringe was imcompatible with clave without the use of a cs-25 adapter. The nurse drew up more atropine with a needle on syringe, removed the needle, and injected the atropine from the syringe into the clave. The code was called due to the pt's low blood pressure, but the pt was not very unstable and there was no injury.